Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. Troubleshooting was performed and found that the insulin pump had alarmed no delivery several times. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer's nurse stated that the customer has a cold which could be contributing to the customer's elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.